Event description:
It was reported that pump experienced malfunction alarm code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer successfully rejoined sensor session and resumed insulin while on the call, and was advised to continue using pump and to call back if malfunction code appeared again.